Event description:
This was an illegal "off label" clincal trial that was held at hospital by dr and his team. My father was one of 15 people that was given natrecor directly into his kidneys despite all the adverse warnings given to doctors and hospitals that natrecor causes kidney failure. This was sponsored by scios, a johnson and johnson company that paid the hospital and doctor for this test without a ind number. The doctor did not reveal to the patient that this drug was deadly. The catheter used was made by flowmedica inc., which is also investigational and it was described as being harmful to kidneys. This is the catheter that was used to put natrecor into my fathers kidneys. My father was not shown what this device looks like, had no idea what they were doing to him, and it took 5 times to try to put the device into my father's groin which injured him and caused him great pain. This was not reported. Flowmedica also paid for this test to be done.